Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor would not power up. The issue occurred during preparation for use of an unspecified diagnostic procedure. The procedure was completed with a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The customer's complaint/reportable malfunction was not confirmed. The subject device was not returned. Based on the results of the investigation the monitor is not displayed occurred due to a failure however the cause of the defect was not identified. Olympus will continue to monitor field performance for this device.